Event description:
"It was reported that a patient underwent a c5-c6 anterior cervical discectomy followed by disc implantation. During the initial surgery the milling disc did not work normally, but no related problems were documented. The outcome of this event is considered resolved intra-operatively." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This event is part of a clinical post market study and information contained here was not reported with the original data.